Event description:
Customer reported that sensor is not working correctly. The blood glucose reading was 63 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: reliability analysis not required. Unable to perform insertion test due enlite-sensor returned opened/used. Introducer needle not returned.